Event description:
Additional information was received from the patient. In response to the inquiry for what steps had been or would be taken to resolve the shocking and pulsating, the patient replied that on (B)(6) 2021, the pulsating started mid-day ¿ then heavy pulsating ¿ then shocks. They then stated that they called the health care professional (hcp) office ¿ they called the manufacturer company who walked them through turning it down. The patient said that they were advised that if it did not resolve the problem to turn off. The patient said ¿thank you,¿ and that ¿yes,¿ the issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to their doctor on wednesday afternoon for their yearly check-up, everything on the system checked out and was working fine. The night prior they went to stand up from the dinner table and it shocked them and was pulsating really heavy. It settled down and then started up again. They were asked if they had made any programming changes or done anything differently, they said no. They denied any falls or trauma. It was noted it was not positional. They were on program 1 at 1.3 volts at the time of the call, they decreased to 0.9 volts. They said they thought they were on 0.9 volts before. They were instructed to decrease again if it happened again. They had been instructed by their doctor to turn it off it really acted up. They were redirected to their healthcare provider to have the system checked.